Event description:
It was reported that the scs ipg was explanted and replaced with a competitor ipg. No further information could be obtained as the manufacturer representative was not present since the patient was implanted with a competitor device.